Event description:
It was reported that approximately six yrs post ivc filter implant, the pt presented to the ER with chest pain unrelated to the filter. A cta scan incidentally demonstrated that several filter legs were extending outside of the vena cava wall. One limb was extending approximately 10mm outside of the wall into the aorta. Five filter limbs were extending approximately 5mm outside of the wall with one extending into the ureter and another extending into a vertebral body. Reportedly, the filter was very difficult to remove due to limb incorporation; however, after applying traction, the filter was successfully retrieved. Upon removal, it was observed that a filter foot had detached; however, it could not be identified on final imaging. The pt is currently asymptomatic.

Manufacturer narrative:
The lot number for the device is unk. Therefore, a review of the device history records could not be performed. The device has not been returned to the MFR for eval to date. The investigation is currently underway.